Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer confirmed the customer comment that stylus calibration was disturbed. Analysis also noted that the stylus was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s stylus needed to be calibrated. The programmer was returned for service. There was no patient involvement.